Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
There is no documentation in the medical record supporting a possible association between the fresenius dialysis products, the event of acute myocardial infarction, and the outcome of death. However, there is a certain association between the patient's co-morbid disease of cardiac issues, the event, and the outcome.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's clinic reported the patient expired on (B)(6) 2016 following cardiac arrest. The patient had a history of cardiac issues, although the exact nature was not specified by the patient's clinic. The patient was not connected to the liberty cycler or undergoing treatment at the time of the event. Medical records and additional patient information were requested, but no further information was made available.